Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 had bad slide rails on auxiliary device. A field service engineer (fse) replaced slides and reinstalled the drawer on the auxiliary device. During hardware test application (hta) testing, all seven drawers of auxiliary, and smart remote manager (srm) were not detected. The fse identified a faulty srm (smart remote manager) controller board. The srm latch and controller board were replaced. Tested and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failure occurred due to a full-height drawer rail failure. The retractor band was damaged, resulting in the drawer being off the bus. The issue involved auxiliary drawer 3, which could not be recovered. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.